Manufacturer narrative:
Product analysis: display misalignment and inability to calibrate were confirmed. The connection between the display overlay and printed circuit board (pcb) was re-seated and the display was calibrated to the stylus. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was misaligned and unable to maintain calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.